Event description:
The clinic requested support after that a routine visit on (B)(6) 2018 showed affected channels. The recipient has a complex medical history, including cerebral palsy and is non-verbal. According to parent, in the time frame between (B)(6) 2017 and (B)(6) 2018 there have been head injuries or blows to the head. Parent did not report any change in performance. In addition the user had a few episodes of pneumonia and surgery not related to the device on hamstring and inner thigh. As per (B)(6) 2019 the child only had 3 working channels. Re-implantation was considered. However, the physician delayed the cochlear implant surgery until (B)(6) 2019 since other surgeries were scheduled for the summer. The recipient was re-implanted on (B)(6) 2019. This report refers to 9710014-2018-01007. For further information please refer to this report.